Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive. The customer's blood glucose was 220 mg/dl. Reportedly, customer performed a pump rest prior to calling into tandem technical support (cts) to resolve the issue, and declined further troubleshooting from cts regarding the reported issue. Reportedly, customer continued to use the pump for insulin therapy.